Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stall events on an ilet, with ¿unable to proceed¿ displayed during multiple attempts to change the cartridge and tubing after restarts, consistent with a failure to infuse and involving the motor component; the device was synced, glucose was reported stable, and the user had backup therapy in place with a dexcom g7 connected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.